Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-19489, related manufacturer report number: 2017865-2023-19490. It was reported that the patient presented for a complete system extraction due to infection. Implantable cardiac defibrillator, atrial lead, right ventricular lead and left ventricular lead were explanted. A new system was implanted on 24 apr 2023. The condition of the patient is unknown.